Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and an octaray mapping catheter, and an elongated foreign object was visualized in the left atrium on intracardiac echocardiography (ice). When the foreign object was pulled out, a long thread (approximately 80 cm) was extracted. There was no patient consequence. The foreign object was found when octaray was inserted into the left atrium during the final mapping. One spine of the octaray appeared to be partially broken. As it was pulled out together with vizigo, it was suspected that it may be a related component. There were no issues with usability during the procedure, no defects, and no errors.

Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech's procedures. According to the pictures provided by the customer, a plastic thread was observed. This material could be related to the internal liner of the vizigo sheath; however, this could not be conclusively determined. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the photo received. It was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).